Event description:
Flextip catheter had not been working for several months. X-ray revealed the catheter was not located in the spine. It was found wrapped around the pump. Surgical intervention required new catheter to be placed. No anchored piece was noted upon removal of the old catheter. It is believed that no anchor was used during the original procedure. The new replacement catheter is reported to have been anchored as required.